Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor was detected during seating or regular delivery and another error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm and was able to rewound the insulin pump. Customer stated that displacement test was successful. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.